Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and determined to have normal depletion. Device met the expected longevity. Performance data collected from the device determined the time of rrt in save to disk on (B)(4) 2011, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: evaluation summary: (B)(4): a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data collected from the device determined the time of rrt in save to disk on (B)(4) 2011, device rrt<=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the device interrogation showed the device was at the recommended replacement time and premature battery depletion was suspected. The device was explanted and replaced. There were no patient complications reported as a result of this event.